Manufacturer narrative:
(B)(4)

Event description:
The customer initially called on (B)(6) 2016 to report an issue with calibrations and controls being outside of specification for several tests. The customer noted that they had to re-calibrate and run controls several times for 5 of these tests. The customer noted that she had been able to get controls in for all tests except for troponin t stat (short turn around time) - tnt stat. The customer called back later to report that she received a sample short alarm on a patient sample that had adequate sample volume. The customer reviewed quality controls from (B)(6) 2016 and noticed that there was a larger than usual amount of controls that had to be repeated. The customer pulled samples tested on (B)(6) 2016 and (B)(6) 2016 to repeat them. Of the repeated samples, thirteen had initial results that were questioned for n-terminal pro b-type natriuretic peptide (probnp), tnt stat, ferritin (ferr), and thyrotropin (tsh). Of the thirteen samples, eleven had erroneous results for these tests. All initial results were reported outside of the laboratory. Refer to the attachment for all patient data. The samples were initially tested on the e601 analyzer repeated on a different e601 analyzer. The repeat results from the other e601 analyzer were believed to be correct. No other patient samples were affected. Upon repeat of the samples, the customer noted that all controls were recovering within range, including tnt stat. The patients were not adversely affected. The tnt stat reagent lot number was 18746102, with an expiration date of 08/31/2016. The lot numbers and expiration dates of the probnp, ferr, and tsh reagents were asked for, but not provided. The field service representative determined that the cover for the incubator disk was not sitting properly, causing the sample probe to drag across the cover for the incubator disk. He re-adjusted the incubator disk cover and re-aligned the sample probe. The customer ran calibration and controls; all were within the customer's specifications. Four of the eleven affected samples were repeated on the original e601 analyzer after service was performed on the instrument. These results can also be seen in the attachment.